Manufacturer narrative:
Per the contract manufacturer evaluation, a check of the batch production record for the reported lot number was performed. Which confirmed, that the product met specifications at the time of release. Additionally, a check of the complaint records showed, no other complaints against the reported lot. The reported ophthalmic gas was unable to be evaluated, because a sample was not returned. As no sample was returned for evaluation. And with no additional, related information provided, the customer reported event was not confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event could not be determined. Therefore, no further actions can be pursued at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trend and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas bubble did not expand while inside of the patient¿s right eye for over 1-2 weeks rather, the bubble just dissipated over a few days with no expansion. There was no harm to the patient.